Event description:
It was an intraop case with ziehm 3d, software 1.1r3. The scan was transferred with the usb, unfortunately, we didn't get automatic registration and did it manually. The anatomical landmark check had been done. The accuracy was good. The first screw l5-l was placed with good navigation accuracy. By the second screw l5-r, ee was on the trajectory, with a green border and offset. Unfortunately, we could not see the high-speed drill inside the ee. The tool was visible to the camera outside the ee. The surgeon checked the navy accuracy, it was not accurate anymore. The surgeon placed the screws in the traditional way.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case showed the software alerted the user with a warning stating "possible shift of the drb detected by surveillance marker. Trajectory motion disabled. Perform an anatomical landmark check and reset surveillance if applicable". A drb shift can lead to navigational integrity issues and the misplacement of screws. Ultimately, the user was unable to resolve the navigational integrity issues within this case and the procedure was aborted. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is 6 or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.